Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2008. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on july 19, 2007. Based on qa assessment, the product met specifications at the time of release. The system met specifications and was verified, not to have contributed to the reported event. The root cause of the reported event can be attributed to a nonconforming footswitch. Component level root cause cannot be determined at this time. (B)(4).

Event description:
A customer reported that before a procedure the footswitch was not responding. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).